Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet system experienced severe hyperglycemia while the continuous glucose readings appeared discordant with fingerstick results, leading to inappropriate insulin delivery and subsequent hospitalization in the ICU; the patient received exogenous insulin via manual injections and later attempted to sync device logs, which repeatedly reset before completion. Symptoms included diabetic ketoacidosis with vomiting. Outcomes included medical attention in the ICU and ongoing hospitalization. Investigation included review of available use information and attempted data retrieval. Investigation of this case revealed a cause of hyperglycemia that remains unclear with no reported alerts or alarms and unsuccessful log synchronization. It was concluded that the event was related to diabetes management with an undetermined root cause, and that additional user training and a potential factory reset were being considered. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.